Manufacturer narrative:
One 72205020 microraptor regenesorb knotless suture anchor was used for treatment but not returned for evaluation. Due to product unavailability, investigation, evaluation and conclusions were limited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Use of the use the recommended drills to prepare the insertion site is essential. Per instructions for use: breakage of the suture anchor can occur if insertion sites are not prepared with the appropriate instrumentation prior to implantation. Only use the recommended drills, microraptor drill guides, and microraptor obturators intended for use with the microraptor knotless suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. When using a microraptor knotless suture anchor, use smith &amp; nephew drill guide(s), obturator(s), and drill specific to the microraptor knotless suture anchor to prepare the insertion site (each sold separately). Normal bone quality, shoulder application calls for 2.2mm drill prep. Maintaining axial alignment is key to proper use of the product. Slight downward pressure is required during knob rotations. If further information becomes available to assist with evaluation, the complaint may be revisited. Complaint history review for the lot number reported, indicated no similar allegations. Lot review did not indicate any condition or product/procedure failures that support the reported allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder procedure, the inserter into the whole part of the implant came up, it broke inside the patient. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.